Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2009 (patient age unknown, (B)(6); weight is unknown). According to the complainant, during the procedure, the physician positioned the injection goldprobe within the stomach to treat a bleed. The needle was extended and a sclerosing agent was injected. However, the physician was unable to retract the needle back into the sheath. The gold probe device was removed from the patient with the needle extended with no damage to the scope. The procedure was successfully completed with another injection gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complaint, as reported, was confirmed. The unit was received with a kink on distal section, and the needle extended. The needle could not retract due to the bent/ severely kinked catheter. The catheter may have kinked/ bent during procedure. The most probable root cause of this defect is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2009 (patient age unk, however, over 18 years). According to the complainant, during the procedure, the physician positioned the injection goldprobe within the stomach to treat a bleeding. The needle was extended and a sclerosing agent was injected. However, the physician was unable to retract the needle back into the sheath. The gold probe device was removed from the patient with the needle extended with no damage to the scope. The procedure was successfully completed with another injection gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.